Event description:
Information received by medtronic indicated that the customer received a hardware low-level failures (pump error 63) alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and also the customer is able to complete the pump rewind. Advised the customer to program a 0.2 unit filled cannula into the air to determine successful delivery. The customer will discontinue to use the device and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test and self test. No pump error 63 alarm was found during testing. Pump was successfully downloaded using thump. Pump error 63 variable 15 alarms were found in the history files on 13-may-2023 at 19:47:12.00 and 20:13:38.00 and 15-may-2023 at 22:31:13.00 due to a two wire interface programming error. The pump was cut open for visual inspection and found dried insulin in the motor slide, a corroded home switch, and evidence of moisture damage on pcba 1, pcba 2, and the force sensor. The test p-cap locked properly into place in the reservoir compartment. The following was noted during visual inspection: cracked keypad overlay, pillowing keypad overlay. In summary, customer's alleged pump error 63 variable 15 was confirmed in the history files due to a hardware error on the two wire interface programming hardware error. Pump exposed to moisture confirmed on pcba 1, pcba 2, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.